Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there a diagnosis for the mass that formed? Can you share the pathology reports? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure on what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture originally tied (multiple knots, square knot, etc.)? How was the suture placed (interrupted or continuous)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a right total knee prosthesis revision surgery (filling block (tibial ttm half width type) due to prosthesis loosening after knee replacement surgery on (B)(6) 2025 and suture was used. The procedure went smoothly. The postoperative recovery was good and the wound healing was good. Later, due to the patient's rejection reaction of certain components in the suture, some of the suture did not absorb into the wound and formed a mass and the patient had poor wound healing. On the 43rd day after surgery, the patient and their family came to the hospital for further treatment. The department diagnosed the formation of a mass after the revision of the artificial knee joint and admitted them to the hospital. After completing relevant examinations, the surgery was performed smoothly, and the postoperative condition was stable with good wound healing. Additional information was requested.